Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report lower than expected results for total thyroxine (total t4) for 1 patient sample assayed with access total t4 reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer ran the total t4 assay four times for the patient sample. The first three assays yielded a result of 0.0 ug/dl for total t4 for the patient sample. The fourth assay yielded a result of 8.10 ug/dl for total t4 for the patient sample. Quality control results were within established ranges at the time of the event. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse replaced the peri-pump tubing, aspirate probes, substrate probe, and the sample pipettor. All verification testing performed met analyzer specifications. A definitive root cause has not yet been determined for this event.